Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported that the c2602 cusa, excel 36khz straight handpiece had a failure take place one day before the surgery while being checked by the customer's biomedical department and immediately by the distributor's engineer who went to attend the complaint. The date of the incident was not specified. Additional information has been requested.

Manufacturer narrative:
The product was not returned for evaluation. The DHR documentation was reviewed and showed no anomalies that could be associated with the complaint incident. The reported complaint was not confirmed. No root cause was determined. UDI: (B)(4).

Manufacturer narrative:
The device was returned for evaluation. Vibration alert, no amplitude was found. The handpiece required coliform, housing and o- rings replacement. The device history record showed no service history. The complaint was verified as valid.

Event description:
N/a.